Event description:
Family member called on behalf of patient alleging erratic reading on their lifescan meter, they reported that patient had lost their meter; therefore, they were using their family member meter to test later on, the family member found patient unresponsive lying on the couch; therefore, they contacted the paramedics. They tested the patient using their meter and received a 40 mg/dl. When the paramedic's tested the patient they were 52 mg/dl. The patient was treated with glucose. Meter read low and the patient was treated for low. The test strips that the patient was using were in good condition and not expired. The test strips failed using the control solution twice. Family member was unable/unwilling to verify the unit of measurement. This case is being reported as malfunction, since the test strips failed using the control solution.